Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, upon returning the pin passing drill, it was observed that the eyelet of the passing pin had become detached and remained lodged within the drill chamber. The procedure was finished with a smith and nephew back up device. No delay and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per a re-evaluation and a response from the customer, it was specified that the device became detached outside the patient and the specific part that detached is used outside the patient; therefore, there is no risk of any pieces/fragments to fell off inside the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.